Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). Device was received and evaluated. Device inspection found no damage to the outer sheath. The handle was observed to be intact and the depth setter, sheath adjustor and connecting slider all functioned as intended. The needle deployed and retracted smoothly and the stylet was removed and reinserted without drag. Needle was deployed and examined under magnification. Damage to the pebax heatshrink layer was noted. Hole in the layer was present approximately 1/2 inch from the distal tip with bunching proximal to the tear. It is likely the bunching of the pebax which caused the ejection of the laser cut hypo-tube (lch). Under magnification the lch was inspected. The lch was deformed slightly when attempting to remove the tape from the component. No obstructions, damage or other abnormalities were noted during inspection. A definitive root cause relating to the tearing of the pebax layer could not be determined. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Abrasion to the delicate pebax surface may have been incurred as a result of collision with the endoscope or other surgical instruments used. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not coil the insertion portion with a diameter of less than 150 mm, doing so could damage the instrument. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. If excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the user performed an endobronchial ultrasound-guided transbronchial needle aspiration (ebus tbna) procedure on patient lymp nodes. According to the reporter, at the second and last collection during biopsies, it was noticed that a piece of metal sleeve of the needle was near the point of puncture. The piece of metal was then recovered with the forceps. Reporter stated that there were no abnormalities detected on the needle when used by the user. There was no patient harm or injury reported due to the event.